Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During removing the loosened mrh prosthesis, it was found that the femoral stem was broken at the threaded neck. The shaft was removed with special tools.

Event description:
During removing the loosened mrh prosthesis, it was found that the femoral stem was broken at the threaded neck. The shaft was removed with special tools.

Manufacturer narrative:
An event regarding alleged loosening and stem fracture was reported. The event for the stem fracture was confirmed based on material analysis report. Conclusions: the reported event of the alleged stem fracture has been confirmed on the basis of the material analysis. Material analysis concluded that "the fluted stem fractured in fatigue. Eds showed the stem to be consistent with astm f136. No significant damage was observed on the other devices examined. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." The exact cause of the reported loosening could not be determined because no medical records and x-rays were provided for evaluation which are needed to determine the root cause for the reported event. If additional information becomes available, this investigation will be reopened.